Event description:
A health care professional reported that following the intraocular lens (iol) implant procedure the lens power was too sprouting and the surgeon proceeded with exchange.additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11.the product was not returned for analysis. The reporter stated that the company lens 18.0 diopter intraocular lens (iol) was replaced with an company unspecified 20.0 diopter iol.the root cause for the reported complaint could not be determined. No sample was returned for analysis.an iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The compnay180 diopter lens was exchanged for an unspecified compnay180.200 diopter lens. Based on the results from the product history record, the products met release criteria.the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.2., b.5., d4., d.6.a., d.6.b. The manufacturer internal reference number is: (B)(4)

Event description:
Additional information has been requested and received stating that a slight crack was developed. The lens was explanted during secondary procedure.